Manufacturer narrative:
Other relevant device(s) are: product ID: 9735762, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon had difficulties registering the patient. When the surgeon would trace, the points would show up on the back of the head. When attempting to place touch points, they would not match up. The surgeon had threshold the model multiple times with auto-refining. Technical services (ts) had the surgeon turn on the patient reference registration option, from here the surgeon was able to get a better registration, however half the points would show up below the surface of the skin. Ts had the surgeon threshold down again but did not use auto-refine. The surgeon traced again and was getting a better registration where he felt a couple millimeters off but points again were showing up below the skin. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.